Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert for short v-v intervals and oversensing noted on stored electrograms (egm). It was also reported that the left ventricular (lv) lead had high undefined impedance. The lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.